Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed in the data. The soft cannula's distal tip was observed to be kink. It could not be determined when this damage occurred to the soft cannula. Although this kink did not impede fluid flow, it could not be determined whether or not this damage affect the device's ability to deliver insulin. The top and bottom housings were observed to be damaged. This damage would not affect the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours.